Event description:
A nurse reported to baxter (B)(4) that during therapy the machine did not remove the 3,300 ml as was programmed. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was evaluated. The ultrafiltration (uf) regulator spring was found to be broken. The spring was replaced and the machine passed all testing. A review of the service history revealed no other incidents similar to the reported issue. There is no trend in (B)(4) during the last six months. The assignable cause for the reported issue of low ultrafiltration was determined to be a broken uf regulator spring.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.